Event description:
It was reported the tip of this balloon catheter broke and detached in the pt during a renal access thrombectomy procedure of a gortex graft. Attempts to retrieve the tip were unsuccessful. The procedure was completed with this device. To date no further details are available regarding this event. This device has not been received for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date for this lot number. Follow up indicated the incident occurred several months ago and no further details were available regarding the circumstances surrounding this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation that do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native and synthetic dialysis fistulae...any use for procedures other than those indicated in these instructions in not recommended."